Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: two (2) actual devices were received for evaluation. Visual inspection was performed and particulate matter was observed outside of the fluid pathway on the patient line cap for sample one. Particulate matter inside the fluid pathway was observed in the drain line port tubing of sample two. The particulate matter was embedded, smooth, round, and reddish/brownish and black in color. The reported condition was verified. The cause of the particulate matter was due to a manufacturing related issue that occurred during the molding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of homechoice cassettes had particulate matter inside the tubing. This was identified prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.